Event description:
During a follow-up, an increase in capture threshold and a decrease in sensing were observed. During the revision, lead dislodgement was found. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.